Manufacturer narrative:
Additional information: device manufacture date and UDI number provided.

Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. The thoracic probe was returned to the manufacturer for evaluation and the damage was confirmed. The returned probe has impact marks at the back end, not allowing easy insertion to a mating tracker. The tip of the probe is bent and twisted.

Event description:
A site representative reported that while in a spinal fusion procedure, there was damage observed on the navlock instrument from an eval instrument tray. The navlock violet tracker and thoracic probe were difficult to separate. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. No additional information was available.